Event description:
The hcp reported the patient was experiencing "itb withdrawal - hypotension, twitching clonus, and increased spasticity." The catheter was found to be severed just below the anchor at the spinal entry site. The catheter was replaced and returned to the manufacturer for analysis. The therapy was resumed. The patient outcome was not reported. A follow up report will be sent when additional information is received.